Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consultant reported on behalf of a physician, that following intraocular lens implant (iol) procedures, there are a number of iols with glistenings. No further information will be provided. There are two files for an unspecified number of iols reported by a third party for two different physicians. This report is for the first physician.